Event description:
Blade broke off in knee during arthroscopy requiring longer time for surgery to retrieve the blade. Further, #11 blade partially broken off upon insertion into left knee. Blade retrieved with use of metal retriever and mini c-arm. No elements of metal noted with final c-arm x-ray.